Manufacturer narrative:
The device was returned, and evaluated by olympus. As noted in b5, the unit had burn marks present on the c-cover. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged exposure to a heating element without proper distance ultimately leading to component failure caused the reported malfunction. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
It was discovered during the device evaluation, the olympus lucera gastrointestinal videoscope's c-cover had burning present. There was no patient involvement during this event.